Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction occurred. Customer¿s blood glucose level was 334 mg/dl. Pump was reset during troubleshooting with tandem technical support and insulin delivery was resumed.